Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2009 after use of the product.

Manufacturer narrative:
This is one for the same pt involving three separate products; associated MDR #1225714-2014-03889, 1225714-2014-03890 and 2937457-2014-00937.